Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Manufacturer telephone number: (B)(4). Attempts were made to contact the customer account requesting additional information regarding product return however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting the intraocular lens (iol) it tore on insertion; iol was fully inserted and removed. Another lens with the same model and diopter was implanted in the patient's ocular sinister (left eye). There was no patient injury. Patient outcome post-procedure was reported as doing ok. Per account no further information is available.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 7/19/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. A detached haptic was also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.